Event description:
A representative reported, a patient who was injured in 2003, at the radiology, when a medrad power injector unit is alleged to have malfunctioned allegedly, causing the abort button on the power injector to fail to work, even though it was allegedly pushed 5 to 6 times causing 100 cc's of omnipague or iohexol to be pumped into the soft tissue of pt (according to the radiologist), after the technologist apparently missed the vein with the catheter and/or caused or allowed the catheter to come out of pt's vein allegedly, when the technologist raised pt's hands over his head. Notwithstanding the radiologist's findings on the CT scan that all 100 cc's of the contrast media went into the soft tissue of pt's right arm, the technologist is now taking the position that the abort button didn't fail, and only a portion of the contrast media went into the soft tissue of pt's arm, even though he had previously testified that he didn't remember whether he had pushed on the abort button 5 to 6 times. The radiologist ordered the technologist to continue the CT scan without contrast after the power injector went through its cycle instead of providing the emergency treatment he needed and after the CT scan was completed without contrast the radiologist ordered the technologist to place a hot or warm rag on his severely swollen arm instead of ice packs notwithstanding the findings by radiologists that heat and moisture increase the damage caused by contrast media. Premier radiology did not provide any emergency treatment for pt even though it is generally recognized that if a pt does not receive treatment within 30 minutes, it will be too late to reduce some of the damage caused by the contrast media. It was alleged in pt's complaint which was filed in the circuit court, that the premier radiology, pc negligently assigned a very inexperienced woman to the maintenance of the power injector who admitted she had not read the MFR's owner's manual which recommended daily, weekly and monthly cleaning in properly maintaining the power injector, and that the power injector had to be repaired a number of times prior to event date, by the MFR's rep even though same had only been installed a short period of time before. Please send me a certified copy of all mda user facility adverse service reports, individual adverse event reports, remedial action reports, and reports to mfrs (including form 3500, 3500 a, b, e, f and g and form 3419) you have from user premier radiology, pc and/or nol, llc concerning any medrad stellant CT injection system and medrad power injectors since 2003. Please also send me a certified copy of any mda reports you have from the mfrs and/or importer medrad, inc. On any of it's medrad stellant CT system and medrad power injectors, including but not excluding others, it's 5, 10 and 30 day reports, field service reports, justification for not reporting and supplement reports, including FDA forms 3500, 3500 blocks a, b, e, g and h and item h-2 especially on any such medical devices it sold to premier radiology and/or nol, llc at your earliest convenience. Medrad, inc. Has refused my request for a copy of it's field service reports on the subject power injector it sold to the premier radiology and/or nol, llc which makes me suspect that there may be more problems other than lack of cleaning and maintenance of the equipment.